Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective ps3 power supply that was removed and replaced. The data mix issue could not be duplicated. Appeared to be related to user error. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys was reported to have image mix issues. Also vertical lift column failure.